Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient stated that they thought something was wrong with the internal pump because it kept 'shutting off' and restarting. The patient stated the pump had stopped before because of magnetic resonance imaging (MRI) but, the pump was also 'stopping' even when they had not had an MRI. The patient stated they were worried there was a pump issue. The patient stated they saw the health care provider (hcp) every 45 days and the past 3 visits, it had showed that the pump stopped and they did not get an MRI. The patient denied any other home/work magnetic devices. The patient stated it said the pump stopped at the refill 10-14 days ago. The patient provided the name of their hcp. The patient was redirected to their hcp to further address the issue.